Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 500mg/dl, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and received phone advice from their healthcare provider. During troubleshooting with customer technical support, it was revealed the loss of prime alarm occurred two or more times with at least three separate cartridges from two separate boxes. It was alleged ¿pump not primed¿ alarms were occurring despite prime steps being performed accordingly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.